Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all medications were not showing on server. A technical support specialist (tss) reported that messages remained in the inbound queue and were processed once system conditions became valid without requiring restart or manual intervention. The tss identified that delays were caused by temporary application-level processing constraints, including message backlog, retry conditions, and incomplete prerequisite message sequences, rather than any database or infrastructure failure. The tss utilized a knowledge article to review database server performance and confirmed that memory configuration and utilization were within recommended guidelines, with a service restart helping stabilize usage. The tss further confirmed that messages were accepted and queued and later processed successfully once conditions such as encounter readiness and required message sequencing were met, with processing resuming automatically. It was also noted that a purge selection issue was resolved through internal support, and post monitoring confirmed no recurrence of the issue. The tss obtained approval to proceed with case closure and planned continued monitoring to ensure system stability prior to closing the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all medications were not showing on server. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie there were no adverse events or injuries reported based on this event.